Manufacturer narrative:
Unit received with no (act and escape) button response due to flattened button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to perform self test and displacement test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 6.0mmol/l at the time of incident. Customer stated that the insulin pump act button does not respond unless you push down hard on it. The customer states has to use a pen to push down on the act button. No significant events leading to keypad anomaly were observed. The customer was living in united states for 10 year and retired in canada 2 years ago. The customer would like a pump with united states unites. The customer was assisted with getting information on canadian units.